Manufacturer narrative:
Eval summary: a design non-conformance was observed based on the results of the visual inspection. The visual inspection indicated that the devices were returned in used condition with visual discrepancies attributed to frequent usage. The green overmold of the devices exhibited evidence of degradation. The product experience reporting database shows this event is related to a trend of similar events where the green overmold handles of triathlon instrumentation is found to be sticky and degrading after sterilization. This is the same event as: MFR # 2249697-2011-00584, 00585, 00586, 00587, 00589, 00590, and 00591.

Event description:
It was reported that, "during sterile processing, blue handles melted."